Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right ventricular lead impedance had gradually increased over time along with the capture threshold. It was later noted that the lead was capped and replaced two weeks later. No patient complications have been reported as a result of this event.